Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the pump had been previously implanted in her chest so the catheter was then tunneled to the chest to connect to the pump. The cause of the broken catheter was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot/serial#: (B)(4), explanted: (B)(6) 2018, product type: catheter. Product ID: 8711, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving prialt/ziconotide, 25 mcg/ml concentration at 0.156 mcg/day dose, clonidine, 630 mcg/ml concentration at 3.94 mcg/day dose and bupivacaine, 24mg/ml concentration at 150 mg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the patient had a "broken catheter". Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed was unknown. Patient was taken into the operation room, where the hcp attempted to remove her hold catheter. All of her existing catheter was removed except for the portion that had been tunneled to her left chest wall. The catheter was then replaced with a 8780 ascenda catheter. This catheter was tunneled from the spine to the left chest wall. The hcp explained the segment from the back and chest wall but could not pull the tunneled protein free from the body. That portion remained in the body and unused. At the time of this report, the issue had been resolved and patient status was alive- no injury. No further complications were reported.